Event description:
It was reported that "the catheter was found to have a hole where it was entering the pt. It was discovered when the line was flushed and fluid was leaking through the hole."

Manufacturer narrative:
The complaint of a tear in the catheter is confirmed. Returned for eval is a hickman 7 fr catheter. The complaint sample has been returned in two sections. The catheter exhibited one partial tear in the tubing. The tear is located at the proximal end of the distal section. The tear traverses longitudinally. No blunt instrument trauma or clamping damage was observed. It appears the tubing may have been damaged during the placement procedure. At this time the mechanism of damage is undetermined. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. Care must be exercised when implanting, dressing, maintaining and removing the catheter in order to avoid damage to the device. A lot history review (lhr) of huwc1072 showed no other similar product complaint(s) from this lot number.